Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: fracture (fragments retained), organ/vc perforation, complex removal, migration. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2011. The patient alleges that one prong fractured and perforated the ivc. A fragment perforated the l3 vertebral body, and a second fragment migrated into the right ventricle of the heart. The patient underwent a complex retrieval procedure on an unspecified date that successfully removed part of the filter, but not the fractured fragments in the l3 vertebral body or the right ventricle of the heart. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b5, b6, b7, d6b, h6. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedded, anxiety, worry. The additional information regarding embedded does not change the previous investigation results for organ/vena cava perforation. Unknown if the reported anxiety and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received the celect filter via the left femoral vein due to pulmonary emboli and presumed pelvic deep vein thrombosis (dvt) with hemoptysis as contraindication to anticoagulation, followed by a successful, percutaneous filter retrieval 29apr2022. Patient is alleging device migration, vena cava perforation, device fracture, organ perforation, and strut embolized to right ventricle. Patient notes and further alleges "I live with the anxiety of having fractured fragments of the filter in my body that could fail further at any time, but that cannot be retrieved without a serious surgery. I am worried because one fractured fragment of the ivc filter that remains in my body is perforating my l3 vertebral body, and a second fragment migrated to the right ventricle of my heart", per a computed tomography and angiography (cta) chest/abdomen/pelvis: "systemic veins: there is an infrarenal ivc filter present. The filter struts are seen perforating through the caval wall into the retroperitoneal fat one of the primary filter [s]trut appear to be mi[ss]ing, unchanged from prior. Part of the [s]trut I[s] [s]een embedded within the l3 vertebral body". "Heart: there is a 2.6 cm thin metallic density within the right ventricle unchanged from prior. Part of this density appears to be extending lightly into the pericardial fat and lies adjacent to the right coronary artery". Per the ivc filter retrieval: "impression: technically successful inferior vena cava filter retrieval. Part of one strut was fractured prior to intervention and is seen embedded in the vertebral body on prior CT scan". "Venography: ...catheter tip position for venography: inferior vena cava. Filter position: infrarenal. Ivc filter integrity: fractured. Intra-filter thrombus: none. Additional findings: filter hook and strut ends are outside the caval lumen". "The filter was captured, collapsed into the sheath, and removed in its entirety. Filter capture technique: hangman technique was used with a wire passed around the neck of the filter then snared out of the retrieval sheath. A spectranetics laser sheath was passed over the snared wire. The laser was activated and advanced over the filter". "Post-retrieval venography: ivc patency post: patent additional findings: trace mural irregularity at the site of the prior filter".